Event description:
The thoracic surgeon attempted to fire the echelon stapler and the device apparently failed to fire the staples as designed. He stated it was a misfire with the green load present in the device. The stapler closed normally on the tissue, but would not fire on two or three attempts. Then, he was unable to open the stapler to remove the device from the tissue that it had compressed. He did obtain a new stapler and it fired without difficulty.manufacturer response for stapler, surgical, echelon flex endopath: field representative will be coming this week to pick up the device for the manufacturer evaluation.